Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the bile ducts during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the guide wire was successfully positioned in the right bile duct, allowing the placement of a hurricane dilation balloon to expand the stenosis at the hilum. However, after inflation, the balloon failed to deflate and remained inflated. Attempts to mobilize it led to the sheath breaking, leaving the balloon trapped in the right bile duct. Efforts to retrieve it using pediatric forceps were unsuccessful. The doctor then opted to complete the procedure by placing a hepatic gastric tube in the liver and a metal stent at the lower bile ducts, hoping to later access it via a spyscope. However, in the following days, the tumor's progression to the bile ducts led to a worsening of the patient's condition, necessitating palliative care. The planned spyglass procedure on (B)(6) 2025 to recover the balloon was ultimately canceled. It was reported that the patient was hospitalized and was sent for palliative care. The patient died on (B)(6) 2025, due to his current medical condition of metastatic cholangiocarcinoma. Per the facility, the detached balloon was still in place but does not appear to have contributed to his death.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detached. Imdrf device code a0401 captures the reportable event of catheter break. Imdrf device code a140101 captures the reportable event of balloon failure to deflate. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Imdrf impact code f2301 is being used to capture the reportable event of additional device required. Imdrf impact code f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization.